Event description:
Account stated that the head section will not come up on this bed.

Manufacturer narrative:
Technical support suggested that this could be the head up or down valve and to check the CPR valve and handle to make sure they were not sticking. Account will do this and call back.